Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0211402000, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
A healthcare professional via a manufacturer representative reported a consumer had a stage 2 procedure without incident in (B)(6) 2016. The consumer represented with pocket discomfort and the surgeon did a pocket revision (unknown date). The surgeon noted that at the time he ¿slightly cut the lead.¿ the consumer recovered well and apparently had a good effect for her retention. The surgeon managed his own programming. The consumer represented on (B)(6) 2017 for a revision of pocket to other side and surgeon elected to replace the lead also. The consumer had reported pocket pain again and felt it was not in a suitable position. At this procedure, the surgeon also stated one electrode was >4000 ohms (combinations of c0, 01, 02, and 03) and he was also able to see where the silicone was cut on the lead. The surgeon elected to replace the implantable neurostimulator (ins) as he said there was ¿possible pus¿ in the pocket. The consumer had not been unwell. The surgeon elected to discard both the lead and ins. The issue was noted as resolved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.